Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately three months ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 20256466.

Event description:
It was reported that patient had difficulty charging the implantable pulse generator (ipg). It was also noted that patients spinal cord stimulator lead had impedances the patient underwent an ipg and lead replacement procedure. The patient was doing well post operatively and the explanted device will not be return due to facility policy.